Manufacturer narrative:
(B)(4).

Event description:
It was reported that once an hour, for three consecutive hours, the device's ventricular pace was inhibited for no apparent reason. The device remains in use as this is a known occurrence with this model of device and there is no patient symptoms associated with this occurrence. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).